Event description:
The patient stated that in 2007 his blood glucose elevated to over 300 mg/dl and was as low as 40 mg/dl on the next day. He stated that on the same day, he "took enough insulin to bring down an elephant." He stated he was having a sick and lazy day, and thought that was the cause of the elevated blood glucose. He then realized that his infusion device was "dead." He stated that the history of the infusion device showed the depleted battery warning was displayed five days prior to original date. He stated that he believes the pump was shut down for about 12 hours not 5 days. He stated that he believes he was using recalled power packs. He inserted a corrected power pack and the infusion device began to function. His blood glucose then lowered to 40 mg/dl and remained low after eating cake and soda. He then found that his basal rates were programmed a 1.1 units per hour and the clock was incorrect. He stated that he did not program 1.1 as his basal rate. He re-programmed the clock and basal rates. The patient was advised to switch to his backup infusion device. The patient was advised to switch to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.